Event description:
A customer reported an issue with the footswitch. The problem was detected prior to use. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a footswitch replacement. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch manufactured on september 22, 2009. The associated system was manufactured on may 25, 2010. Based on qa assessment, the product and the system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).